Manufacturer narrative:
B)(4). Device evaluation: customer return samples were received were evaluated. Visual evaluation confirmed that the oxygen connector was occluded with plastic material that the connector is made of. The device history record for the lot number reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. In addition, the subassemblies were reviewed and no issues were observed. This defect is not caused by the personnel. The manufacturing process of the connector was reviewed and it was observed that the pin was damaged inside the molding machine, causing the connector to be blocked. Carefusion has opened a corrective and preventative action (CAPA) to find the root cause of the core pin being damaged and not detected as well as to defined the corrective actions for the reported issue.

Manufacturer narrative:
(B)(4). When this investigation is completed, a follow up report will be sent to the FDA.

Event description:
Cardinal health (B)(4) reported to carefusion a report received from a customer, "5 each adult oxygen masks all from the same lot number were found to have only pinhole size openings, the opening was almost entirely occluded.  If not noticed the oxygen flow thought to be delivered to the patient would not be, the patient would be receiving much less."  This is report 5 of 5.